Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "no patients or users were impacted" (no consequences or impact to pt). Product problem(s): "the plume evacuator stopped working after a couple of surgeries" (no code available). A laser operator reports that the plume evacuator stopped working after a couple of surgeries. The plume evacuator was not on for about 3 pts before they noticed it was not on. These three cases have been seen postoperatively and there are no adverse clinical impressions or outcomes presented by the surgeon. During a follow up conversation with the laser operator she stated there were no pts or users impacted.